Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). The product evaluation visual inspection revealed that the 35 mm matrix screw was received with no lot number referenced. Approximately seventy five percent of the thread peeled from screw head and nicks were noted on the thread face. Neither the thread nor the minor diameter could be measured because of damage. Dimension is unobtainable, and the complaint is deemed indeterminate.

Event description:
It was reported that when the surgeon was implanting the pedicle screw, the top threaded portion of the screw broke, causing the holding sleeve to slip off. No fragments broke into the patient, nothing to retrieve. Surgeon used a different screw and completed procedure with no further problem, no harm to the patient. This is report 1 of 1 for (B)(4).